Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak (aortic) with complete component separation as unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The patient was reported to have had an open abdominal aortic aneurysm (aaa) and the device was removed on (B)(6) 2021 at (B)(6). The final patient status was reported as being home with no complaints. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: device code: remove code 3190. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type 3a endoleak with device separation. An intervention was completed on (B)(6) 2021. The physician elected to implanted two (2) suprarenal stent grafts and one (1) infrarenal stent graft to treat this event however the endoleak was still present. Another intervention was performed on (B)(6) 2021. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, another suprarenal stent graft and another infrarenal stent graft to treat this event. It was reported that there was still a residual type 3a endoleak. The patient was taken off all anticoagulants and is pending another computed tomography angiography (cta). The patient was reported to be very unhealthy overall with substance abuse and cirrhosis of the liver but the aneurysm and associated symptoms are stable. Additional information: the patient was reported to have had an open abdominal aortic aneurysm (aaa) and the device was removed on (B)(6) 2021 at (B)(6). The final patient status was reported as being home with no complaints.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type 3a endoleak with device separation. An intervention was completed on (B)(6) 2021. The physician elected to implanted two (2) suprarenal stent grafts and one (1) infrarenal stent graft to treat this event however the endoleak was still present. Another intervention was performed on (B)(6) 2021. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, another suprarenal stent graft and another infrarenal stent graft to treat this event. It was reported that there was still a residual type 3a endoleak. The patient was taken off all anticoagulants and is pending another computed tomography angiography (cta). The patient was reported to be very unhealthy overall with substance abuse and cirrhosis of the liver but the aneurysm and associated symptoms are stable.